Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to an incorrect or unintended setting. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, the images on the provation system were very bright and looked dim on the olympus monitor attached to the cart. There were no reports of patient harm.

Manufacturer narrative:
The customer reported dim images when speaking with the olympus technical assistance center (tac). The customer was working from home, not on-site at the hospital, and stated that the images captured by provation seemed overly bright, lacked detail, and looked this way on the monitor attached to the provation computer at the facility and the home monitor. The customer communicated with the hospital and was told the images looked dim on the monitor connected to the olympus system. The customer did not have details of the olympus system when the call was made. The customer said it could be an evis exera video system center cv-160, evis exera video system center cv-180, or evis exera video system center cv-190. The customer stated that he spoke with someone (we were unsure if it was an internal biomed or olympus tac) who explained that the monitor should be swapped. However, another monitor was not available, and biomed was unavailable for six days. The customer was advised that additional information would be needed, and an email was sent to request the missing data. The customer replied to the email and stated that the issue was resolved by adjusting the brightness and contrast within provation. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.